Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, and as the event could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was a diagnostic cystic fibrosis procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) hospital.

Event description:
It was reported the video system center screen turned on and off repeatedly. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.